Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer confirmed that they were able to obtain the medication from another station, resulting in a delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 03may2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1 pocket 7 failed. A field service engineer forced drawer to fail and synced the station to successfully recovered the drawer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.